Event description:
It was reported that a catheter issue occurred. The 90% stenosis was located in a mildly tortuous and moderately calcified vessel. The opticross 6 hd imaging catheter was selected for post-stent ultrasound examination of the target lesion. During the procedure, no image was shown. Upon assessment, the catheter appeared twisted. The procedure was completed using an alternate device. No patient complications.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. G4: premarket / 510(k) # k173820, k213593. The device was returned for analysis. Visual inspection revealed that the telescope was kinked, and the imaging window was twisted. A broken imaging core (ic), drive, and coaxial cable began 3.3 cm from the distal end of the connector shaft. The guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. The unit was cut to inspect the other end of the broken ic.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. G4: premarket / 510(k) # k173820, k213593.

Event description:
It was reported that a catheter issue occurred. The 90% stenosis was located in a mildly tortuous and moderately calcified vessel. The opticross 6 hd imaging catheter was selected for post-stent ultrasound examination of the target lesion. During the procedure, no image was shown. Upon assessment, the catheter appeared twisted. The procedure was completed using an alternate device. No patient complications.